Manufacturer narrative:
Occupation: health professional (hpro). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while on mesh fixation during a laparoscopic ventral hernia repair, there was difficulty loading the reload onto the handle, difficulty pressing the ¿push reload¿ button and difficulty with navigating the lock and unlock button. They opened a new same device to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. Visual inspection of the device noted the timing was disengaged. 3 10r device loading units with a full complement of tacks and proper timing were received. No scratches were noted on the inner tube of all the dlus. The handle could be actuated and the unit cycled properly with no dlu attached. The articulation knob functioned properly. A test dlu could not be loaded due to the disrupted timing of the device. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Replication of the reported condition could be due to excessive manipulation or to improper loading of the dlu. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.